Manufacturer narrative:
Device evaluation: the lens was returned dry in a cartridge case. Visual inspection of the returned product found one haptic bent. There was evidence of clear and purple residue on the lens. (B)(4).

Event description:
The reporter stated the surgeon inserted and removed a 13.2mm micl13.2 implantable collamer lens, -6.5 diopter. There was no patient injury and the back up lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: device available for evaluation: the date the device was returned to the manufacturer is corrected from "11-sep-2017" to "18-sep-2017". Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).